Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s stimulator didn¿t work, all he got was the stimulation as vibration, and stimulator didn¿t take away his pain at all. Patient stated the only time this thing worked was when he went through the trial before the permanent implant. It was noted it had never stopped his pain since the implant was put in, and he didn¿t know why he had stimulator. Patient stated he needed to talk to someone to find out why stimulator didn¿t function the way it was supposed to. It was mentioned the patient knew the implant wasn¿t working within a month when implant was put in 2015. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that their implant does not stop their pain and only provides vibrations and it has never worked on trial period. The implant never functioning/helping has not resolved. No further complications were reported/are anticipated.